Manufacturer narrative:
(B)(4).

Event description:
It was reported that during shoulder instability repair surgery, the osteoraptor anchor was broken during implantation. The anchor tip remained in the bone. A backup device was available to complete the procedure with no delay or other complications. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident.an analysis of the customer provided image revealed that only the distal tip of the device was shown and appeared to be standard. The anchor and sutures were not shown. A visual inspection revealed that the device was returned without the anchor or sutures. There was particulate debris covering most of the shaft. There was some discoloration at the distal tip, but no deformation or indication of failure. Based on the condition of the product material found during visual inspection no fracture of the implant could be confirmed. Additional material testing is not required. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of the anchor material found that the storage conditions, material specifications, and testing methods were appropriately documented.a clinical investigation concluded that biocompatibility is not an issue and the possibility of micro-motion or migration is unlikely. Per report, a back-up device was available to complete the procedure with no delay or other complications. Therefore, no further assessment is warranted at this time. Should any relevant clinical information be provided, this complaint will be re-assessed.the complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.